Event description:
A physician reported micro-insert placement procedure occurred on (B)(6) 2010. The 3 month post placement hsg review reflected 3 trailing coils on left side and 1 trailing coil on right. Pet fibers in place but micro insert migrated and embedded into the myometrium lining. Laparoscopic removal of right tube (B)(6) 2011.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.